Manufacturer narrative:
This is one of two complaints concerning the same patient with different reportable malfunctions. The alleged event was not confirmed by the manufacturing plant. The device was not returned to the plant for investigation of this alleged event. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During routine follow up on an unrelated customer experience, the peritoneal dialysis patient was experiencing drain complications and the patient's treatment data was provided and indicated an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 4 where 2813ml drained. This drain is 193% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of the prescribed fill volume of 1454ml is 2617ml. Therefore, a reportable malfunction has occurred. The patient's peritoneal dialysis nurse indicated that the patient had issues with fibrin that may have been a contributory factor to the patient's drain complications.